Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was unable to find a medication for facility after adding the medications. A technical support specialist tss dialed in to the server checked the knowledge article unable to add pis item to approval queue 1.6.1 1.7.x and verified that the medication identifier was found on the database. The tss instructed the user to unload the item from the station delete the pharmacy formulary item recreate the formulary item and select all facilities approve the items in all facility and load the item in the station. Later the customer confirmed that the issue was resolved by deleting and re adding the pharmacy formulary item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was trying to add a drug mnemonic sacu 13 to a facility formulary, but adding medication was not able to find. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.